Event description:
The reporter stated that a k wire broke during foot surgery. The distal part was lodged in the metatarsal head. It was difficult to remove and surgery time was prolonged by about fifteen minutes. The surgeon reported that this has happened on three previous occasions. In two of these cases the surgeon was unable to remove the broken k wire from the pts. Integra has requested more clinical info regarding these events from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.